Event description:
It was reported by the patient¿s spouse that the device contributed to the patient¿s death. The patient was at a relative¿s home and the device started beeping. The relative did cardiopulmonary resuscitation (CPR) and patient was transported to the hospital and patient passed away during the stay. The spouse reported ¿the patient was shocked twice and per electrophysiologist (ep), did not have reserve to continue¿. The spouse would like to know if the device shocked or not and what happened specifically. Spouse also understood there were 12 instances patient was in ventricular heart rates over 200 bpm. Spouse further reported death certificate noted primary diagnosis: coronary artery disease and then malignant ventricular arrhythmia and ischemic cardiomyopathy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).